Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested with 20 miu/ml hcg cutoff urine control, all results were hcg positive at read time and met qc specification. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Per report, the patient sample were tested with beckmen coulter and the test result was hcg 1.25 miu/ml, which is hcg negative per product specification. This result agrees with the negative result observed with the consult hcg urine cassette. An ultrasound was ordered but not performed. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time

Event description:
On (B)(6) 2016 a (B)(6) year old female patient came to the office with abnormal bleeding while on birth control pills. The patient had obtained a positive home pregnancy test; it was reported that her last menstrual period was (B)(6) 2016. A urine sample was tested with consult hcg urine cassette giving a (B)(6) result. A serum sample was drawn in the office and tested. The customer emailed that the result from the lab analyzer was 1.25 miu/ml. No reference range was available but the customer stated that the doctor said this was considered a negative result. The customer stated that the patient miscarried; an ultrasound had been ordered but was not done.